Event description:
Planmeca intra x-ray MFR defect: scissor arm retention pin sheared off at support axle while being extended horizontally under normal use. Had mechanical pin failed during use, the full weight of the x-ray tube head would have swung into the face of a pt with serious potential for traumatically removing teeth along swing path with digital sensor, xcp and bite-tab inside pt's mouth causing add'l intra oral damage. MFR maintains they will not stand behind defective mechanical part outside of their two year warranty from date of manufacture. Technician advised pin failure of scissor arm is not uncommon, that replacement of the entire arm is recommended over replacing the defective pin alone; scissor arm replacement part is (B)(6).